Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturers investigation.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0010150268 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified shaft kink/twists at approximately five inches, seven inches, and nine inches from the tip. In conclusion, the sheath failed the returned product inspection due to shaft kinks. If information is provided in the future, a supplemental report will be issued.